Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The single port (sp) monopolar curved scissors (mcs) was analyzed and found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately 1.49 mm x 1.92 mm in size. The complaint regarding the instrument was slightly broken was confirmed by failure analysis. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during da vinci-assisted surgical procedure, the tip of single port (sp) monopolar curved scissors (mcs) instrument was found to be separated and was upon examining the instrument, it was found that the end of the instrument was slightly broken. The procedure was completed with no reported injury.